Event description:
Black particulate flaking from bausch & lomb ophthalmic instruments: irrigation cannula, straight cannula, polisher, & cystotome. Particulate removed from surgical site via microscopic visualization. Response from bausch & lomb indicated that some lots of instrument hubs were manufactured with a thinner than usual brass coating on the nickel hub. Instrument hubs deteriorated with proper sterilization technique. Dates of use #1: 3 1/2 years; #2: 3 1/2 years. Diagnosis or reason for use #1: instrumentation, #2: instrumentation. Event abated after use stopped: #1: yes; #2: yes.